Manufacturer narrative:
Analysis identified that the atrial and ventricular cable insulation had been compromised, the patient connectors wire was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification. There was no patient involvement.